Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had an alert due to a high, out-of-range shock lead impedance measurement measuring, 230 ohms. It was noted at implant measurements were between 100-110 ohms and since then has been increasing. An x-ray was requested. The field representative will continue to work with the physician to troubleshoot. The field representative mentioned that the physician had a history of poor placement. It was suspected that the electrode is placed in adipose tissue based on the elevated impedances. Technical services noted that there is not enough variability to look like a connection issue, rather just a difficult placement. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had an alert due to a high, out-of-range shock lead impedance measurement measuring, 230 ohms. It was noted at implant measurements were between 100-110 ohms and since then has been increasing. An x-ray was requested. The field representative will continue to work with the physician to troubleshoot. The field representative mentioned that the physician had a history of poor placement. It was suspected that the electrode is placed in adipose tissue based on the elevated impedances. Technical services noted that there is not enough variability to look like a connection issue, rather just a difficult placement. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported the patient was evaluated in the clinic and troubleshooting was performed in which the patient did a lot of positional stuff and impedances ranged from 130-170 ohms. An x-ray was performed, and it shows adipose tissue under the coil and anterior device placement. Technical services mentioned due to elevated impedances and placement challenges they would consider a revision procedure.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had an alert due to a high, out-of-range shock lead impedance measurement measuring, 230 ohms. It was noted at implant measurements were between 100-110 ohms and since then has been increasing. An x-ray was requested. The field representative will continue to work with the physician to troubleshoot. The field representative mentioned that the physician had a history of poor placement. It was suspected that the electrode is placed in adipose tissue based on the elevated impedances. Technical services noted that there is not enough variability to look like a connection issue, rather just a difficult placement. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported the patient was evaluated in the clinic and troubleshooting was performed in which the patient did a lot of positional stuff and impedances ranged from 130-170 ohms. An x-ray was performed, and it shows adipose tissue under the coil and anterior device placement. Technical services mentioned due to elevated impedances and placement challenges they would consider a revision procedure. This supplemental report is being filed as additional information was received which reported a revision procedure was performed in which they moved the generator to a more posterior intramuscular location. Impedance were consistent measuring 155-160 ohms with a manual 10 joule shock to show true shock impedance of 160 ohms. Defibrillation threshold (dft) testing was not performed as the patient has chronic atrial fibrillation (af) and was not properly anticoagulated at the time of the procedure. Dft will be scheduled at a later date. The device remains in service. No additional adverse patient effects were reported.